Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.9, lab: 3.7. Date: (B)(6) 2010, inratio: 3.3, lab: ng. On (B)(6) 2010, pt observed hemorrhaging in the eye and went to the doctor.

Manufacturer narrative:
Investigation pending.